Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 2.50mmx12mm nc quantum apex¿ balloon catheter was advanced to the target lesion for pre-dilatation. During first inflation at 14 atmospheres, the balloon ruptured. The device was then removed intact. The procedure was completed with a 2.75mm x 12mm non-bsc balloon catheter and no patient complications were reported. The patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop) within an nc quantum apex shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). A 2.50mmx12mm nc quantum apex balloon catheter was advanced to the target lesion for pre-dilatation. During first inflation at 14 atmospheres, the balloon ruptured. The device was then removed intact. The procedure was completed with a 2.75mm x 12mm non-bsc balloon catheter and no patient complications were reported. The patient¿s status was good.